Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the two ventricular malposition and coronary artery occlusion cannot be confirmed; however, patient factors (severe calcified stj) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
During a transapical procedure, the valve was deployed too low. After valve deployment an angio noted that the saphenous vein graft (svg) of the right coronary artery was obstructed. As reported, the balloon on the balloon aortic valvuloplasty (bav) catheter ruptured. The patient's pressure dropped (30/10) and the bav catheter was removed. An echo revealed rv dysfunction. The patient was treated medically and the valve was advanced and deployed. The valve landed 20:80 aortic/ventricular. The patient's pressure did not stabilize and v-fib was noted. At that time the patient was defibrillated and CPR was performed. The patient was placed on cardiopulmonary bypass. A total of 10 units of blood were administered and the patient was noted to be in pulmonary edema. A decision was made to look at the coronary arteries and the svg-rca was found to be occluded. The svg-rca was then wired and ballooned, restoring flow. A decision was made not to deploy a second valve to correct the too low placement. The patient was converted to ECMO. The patient left the room in stable condition for post management care. Of last communication, the patient expired. The cause of death has not been provided. Per report, the bav ruptured due to a calcified sinotubular junction diameter (stj). The native valve and leaflets were mildly calcified and the aortic root was severely calcified. The annulus measurement by CT was 22.7mm. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture.